Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits minimal signs of usage; the glass cap exhibits mild devitrification at output window; the fiber is broken within the white tubing at 2mm from the connector, between connector & control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibit signs of slight melting and a 1mm hole at the break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a bph surgical procedure at 0 joules and 0 minutes, fiber damaged; hole in the fiber was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: "no injury" to the patient reported.